Event description:
It was reported that the x-rays confirmed a piece of metal in the pt after the surgery. It is suspected to be a broken tip of the instrument. No other pt complications were reported.

Manufacturer narrative:
(B)(4). Submitted pictures appear to show tip broken off at transition point. The fracture location and appearance is consistent with bend stress overload. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.